Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 141 mg/dl. The customer reported that the alarm was resolved by an infusion set change. The customer was unable to troubles at time of call and unable to determine the cause of issue. The customer was returning product base on her request.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.